Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -2.75 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise, lens remains implanted. It was reported that the patient is wearing glasses. In the reporters opinion the cause of this event is the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Manufacturer narrative:
B5- per updated information the lens was implanted on (B)(6) 2021 and not on (B)(6) 2021 as initially reported. It was reported that the patient continues with unexpected residual of -1.25 in her last control. Claim # (B)(4).